Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd micro-fine ultra¿ insulin pen needle went through outer shield and had sterility issues. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: four photos of a 31g x 8mm pen needle sample were returned from lot. No. 8122822, cat. No. 325105. Visual examination of the returned photos was carried out and a cannula through shield and cover was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Root cause: root cause of this issue was incorrect loading of the shield to the hub at the shielding station. CAPA (B)(4) was raised to address this issue.

Event description:
It was reported that bd micro-fine ultra insulin pen needle went through outer shield and had sterility issues. No serious injury or medical intervention was reported.